Manufacturer narrative:
No product was returned as product is still in-situ. Radiographs provided confirm the complaint. Patient post-op physical activity and bone quality are unknown. It is unknown if the patient suffered a fall. Review of the reported information suggests incomplete screw advancement into lock feature though no root cause can be determined. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components." "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
On (B)(6) 2021 a patient underwent an anterior lumbar interbody fusion at l5/s1. On (B)(6) 2021 it was discovered via radiographs that a screw has backed out. No patient injury reported or revision surgery planned.